Event description:
It was reported the patient had three or four bladder infections. The patient experienced electrical impulse like pain to their fingertips during the infections. The patient went to the emergency room five days prior to call and received antibiotics. The patient had more accidents during the infections. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va068kt, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).